Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 1735 bacterial infection, 2067 sepsis health effect - impact code : 1802 death, 4606 exacerbation of existing condition, 4652 exposure to contaminated device/risk of infection medical device problem code : 1091 device reprocessing problem, 2303 microbial contamination of device component code : 525 tube _________ pentax medical france responded to a good faith effort request via email on 04-oct-2024 as follows information. Comments received from the facility regarding patients. -there were 10 patients affected by endoscopes with pseudomonas aeruginosa contamination, but they could not be traced. -2 patients died. One death was due to sepsis, but not really considered to be due to pseudomonas aeruginosa infection. (No information is available on which serial was used in the patient who died.) -serial number (B)(6): number of patients affected: 7 -serial number (B)(6): number of patients affected: 1 -number of patients affected with both serial number (B)(6) and (B)(6): 2 pentax medical emea conducted an investigation and responded to ansm as follows: 1) first analysis of the possible causes of this incident. This case did happen on (B)(6) 2024. The device of concern (ed34-i10t, ser. No. (B)(6), as already clarified by the quality and technical information manager on 23-sep-2024, only this device was involved, please refer to the email attached) sent by the user to our service facility at pentax france for a repair and without providing any indication of a (potential) serious incident. As consequence the repair, i.e. Exchange of the whole channel system, was carried out as requested by the user without further investigation regarding specific damages that might have contributed to this case. Parts have not been asservated. The user did report this case as a serious incident to ansm on 20-sep-2024. Ansm informed pentax medical on 23-sep-2024 about the incident, which is the date of awareness for pentax medical. Based on the facts mentioned above we are unable to further analyse this case. We can only assume the device was in nonoperational condition; dysfunctional reprocessing at the health care facility may have contributed to this. We learned from the health care facility the reprocessing, in particular the drying of the device after cleaning and disinfection, was carried out by staff that was not trained on how to handle the endoscope drying system. This may have had an impact on the efficacy of the reprocessing. This indicates this case is to be considered as "abnormal use" (mdcg 2023-3 & regulation (EU) 2017/745). 2) number of similar reports for this model. 0 (zero) 3) installed fleet in france. N= 111 4) corrective and/or preventive actions that may be considered. None. Rationale: inspection prior to use, reprocessing and regular maintenance in general are the sole responsibility of the user / health care facility. The pentax medical emea received additional serial information and provided the following additional response to ansm: according to our records, this device (ed34-i10t / (B)(6)) did receive its last service intervention on 20-dec-2023 by pentax france. As of today, the user did not send this device again for another service intervention to our colleagues at pentax france. Furthermore, we did not receive any information from the user indicating this device was concerned by a bacterial contamination and that additional patients were suffering from an infection. Ansm responded to pentax medical's report with the following materio/reactovigilance investigation results to the facility: the manufacturer was unable to carry out an expert assessment of the endoscopes concerned. One of the endoscopes was returned with no mention of contamination, and the manufacturer performed maintenance on the channel systems in accordance with the identified reason for repair. The second endoscope has not been returned for expertise and continues to be used by your services. Your institution has reported to the manufacturer that a drying defect during the reprocessing of these endoscopes may have contributed to their contamination. This type of incident on this duodenoscope model is isolated in the ansm database and at the manufacturer's site. In view of these conclusions, unless you provide additional information, this case may be considered closed. The number of patients affected by serial number (B)(6) is 7, while serial number (B)(6) is associated with 1 patient. Additionally, there are 2 patients who fall under both serial numbers. However, the specific serial number related to the reported deaths remains unspecified. It is noted that one patient died due to sepsis, but the medical institution has determined that this death is not related to pseudomonas aeruginosa infection. Based on the information presented, it has been decided to report the ten cases to the FDA as incidents involving death and serious injury. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 2518897-2024-00059_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) (patient death - sepsis) 2518897-2024-00060_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) (patient death) 2518897-2024-00061_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00062_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00063_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00064_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00065_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00066_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00067_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6) 2518897-2024-00068_ed34-i10t_(B)(6)_contaminated endoscope_ansm report_patient (B)(6)

Event description:
Pentax medical became aware of two duodenoscopes that had samples test positive despite multiple washes. Reported infection of patients with pseudomonas ndm-1. (New-delhi metallo beta-lactamase). The duodenoscope was submitted to pentax france because of the contamination and for repair (channel buckled). No information was provided about the patient incident. The duodenoscope is repaired and sampled now without any finding and is ready to ship to the customer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Refer to h11.

Manufacturer narrative:
Correction information. B4: date of this report. B5.refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: primary unique device identifier (UDI) - refer to h11 summary. D8: device repaired by third party. F9: age of device - refer to h11 summary. H11: evaluation summary. Evaluation summary: based on the investigation, a potential root cause of this failure is improper reprocessing by the user. The reprocessing was carried out by inadequately trained staff and the scopes were not properly cleaned or sterilized. A device history record(DHR) review was performed by the manufacturer. (Serial no. (B)(6)). The DHR review confirmed the endoscope was manufactured pentax medical (B)(6) on (B)(6) 2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6)2021. Primary unique device identifier (UDI) # serial no. (B)(6): (B)(4). Approximate age of device: 40 months. A device history record(DHR) review was performed by the manufacturer. (Serial no. (B)(6)). The DHR review confirmed the endoscope was manufactured pentax medical (B)(6) on (B)(6)2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6)2019. Primary unique device identifier (UDI) # serial no. (B)(6): (B)(4). Approximate age of device: 57 months. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 2518897-2024-00059_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 01 (patient death - sepsis). 2518897-2024-00060_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 02 (patient death). 2518897-2024-00061_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 03. 2518897-2024-00062_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 04. 2518897-2024-00063_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 05. 2518897-2024-00064_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 06. 2518897-2024-00065_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 07. 2518897-2024-00066_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 08. 2518897-2024-00067_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 09. 2518897-2024-00068_ed34-i10t_(B)(6) _contaminated endoscope_ansm report_patient 10.